Event description:
A report was received stating that a clinician was unable to engage the listed device into its safety mechanism following use with patient. No related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: smiths medical has become aware of an issue where the device's needle is not captured in the needle safety sheath in specific lots of the above listed device. The investigation, performed in conjunction with the component supplier, identified the root cause as molding process issue at the supplier. The investigation found that an incorrect molding insert was used during moulding of one lot of needle safety sheaths. To prevent recurrence of this issue, a quality assurance step was added to the molding process which will verify the correct inserts are selected during each molding run. Additionally, during assembly at smiths medical, a cannula retention test was added and the incoming inspection specification was updated to confirm the needle engagement component is correct. In november 2014, smiths medical informed customers of the issue and instructed them to inspect their inventory and return any effected product.